Event description:
The customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. Stryker replaced the device's therapy pcb assembly to resolve the reported issue. Proper device operation was observed through functional and performance testing and the device returned to the customer for use.

Event description:
The customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient involvement reported with the event.